Event description:
It was reported that patient underwent m2a hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2012, due to pain and elevated titanium levels. The acetabular cup, modular head, and taper insert were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number fifteen states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." The user facility was notified of the event on (B)(4) 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-00177 and 1825034-2012-00452/00453).